Event description:
Customer reported high blood glucose and had ketones. The blood glucose reading is 600 mg/dl. Customer also states that the cannula is occluded. Walked customer through troubleshooting, no issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).